Event description:
Patient who previously underwent a revision procedure due to a slight breach of the central canal underwent a procedure to remove the simmetry implant. The surgeon indicated he thought the implant was contributing to a gradual onset of new radicular pain due to loosening. The surgeon attributed the loosening to placement of a shorter implant in the same implant location, without an increase in diameter of the implant. At the time of removal the patients si-joint appeared to be fused so the surgeon removed all the hardware, with exception of a washer that was encompassed in bone, and packed the void with graft.